Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record (DHR) summary: a DHR review for the reported glaucoma treatment system serial number 317879 confirmed that the unit was manufactured in lot number 61485. This unit passed all specifications and was an accepted unit with no non-conformance for this unit or for this lot. The injector was traced to implant serial number 61306-0940. The records show that the implant passed all specifications and was an accepted unit with no non-conformance for this unit. There was nothing identified in the DHR review which suggests that the issue indicated in this complaint was caused by a manufacturing defect or problem. Device labeling addresses the reported event as follows: precautions, the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Healthcare professional reported "patient sat up on the operating table as the stent was being deployed resulting in an extremely fast injection in a moving patient. It appeared the implantation was successful so no further action at the time of initial surgery." Patient's 2 month post op iop was still elevated so a revision procedure was scheduled. During revision it was noted the xen® was dissected in half. The device was explanted from the left eye and patient had a trabeculectomy. Physician also stated "due to the patient movement at the crucial moment of xen® deployment that the xen® was cut in half during deployment." Patient is currently on antibiotics and steroids per surgeon's post op regime.